Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4).the pump was received and evaluated by baxter. It was discovered that the channel select key on the channel a pumphead module keypad was inoperative. The channel a pumpheaed module keypad was replaced.

Event description:
During service at baxter, a technician discovered a colleague infusion pump with a channel select key on the channel a pumphead module keypad was inoperative. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.03.00, categorized as unremediated. There is no further complaint information available.

Event description:
Loose fibers were found inside the sterile pouch of a sterile durastar unit used for accelerated aging in cordis (B)(4). This test unit had come from hcs as a sterile product.

Manufacturer narrative:
(B) (4)